Event description:
The hcp reported the patient presented to the office 2006 with fever to 101.5, redness, swelling, and drainage of the device pocket. No pump refill had been done yet post implant. Patient's pump contained morphine 20mg/ml at a dose of 4.253 mg/day. A culture of the device pocket was positive for staph aureus. The patient was treated with oral antibiotics, intra operative IV antibiotics, and total device system explant after an implant duration of 2 months. The infection resolved and the patient experienced no drug withdrawal as was changed to oral agents. The patient continues with wound care daily and a future pump reimplant is planned.